Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The application instrument for sternal zipfix (p/n:03.501.080, lot #:8207769) will be destroyed upon received at us cq as the service and repair evaluation states that the cutting jaws were broken. Service & repair evaluation: the customer reported the device malfunctioned and broke. The repair technician reported the cutting jaw is broken/pieces are missing and the following failures were reported during service evaluation: cosmetics, instrument operation to be smooth and non-binding through entire range of operation, and perform functional test of device. Cutting jaws broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Conclusion: the complaint is confirmed as the application instrument for sternal zipfix (p/n:03.501.080, lot #:8207769) was received at service and repair has broken cutting jaws. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review part: 03.501.080, lot: 8207769, manufacturing site: haegendorf, release to warehouse date: 14. Dec. 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the zipfix application instrument malfunctioned during sternotomy procedure. One piece of the instrument broke while cutting the unknown peek implant/zipfix implant. All pieces were recovered and the case was completed without delay through the use of an additional application instrument. There were fragments generated and were removed easily without additional intervention. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown zipfix implant (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary on 10/01/2019: the application instrument for sternal zipfix (p/n:03.501.080, lot #:8207769) will be destroyed upon received at us cq as the service and repair evaluation states that the cutting jaws were broken. Service & repair evaluation: the customer reported the device malfunctioned and broke. The repair technician reported the cutting jaw is broken/pieces are missing and the following failures were reported during service evaluation: cosmetics, instrument operation to be smooth and non-binding through entire range of operation, and perform functional test of device per 103354028. Cutting jaws broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Conclusion: the complaint is confirmed as the application instrument for sternal zipfix (p/n:03.501.080, lot #:8207769) was received at service and repair has broken cutting jaws. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 03.501.080; lot: 8207769; manufacturing site: haegendorf; release to warehouse date: 14. Dec. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.